Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented to the ER after receiving inappropriate atp and hv therapy. Due to programming, the device diagnosed supraventricular tachycardia as vt and delivered the inappropriate therapy. Programming changes were made and the device remains implanted.